Event description:
Customer reported that the drill was constantly spinning, no trigger was activated. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the handpiece ran by itself and was deformed due to drop damage. This was attributed to faulty care and maintenance. The case and worn parts were replaced. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.